Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device not loading properly? Please provide more specific detail regarding issue. Did clip not load into jaws, did clip load sideways, did clip feed slowly, did multiple clips feed? Sometimes it wouldn¿t load a clip at all. When it would the clip was malformed. What is meant by device not firing properly? Please provide more specific detail regarding issue. Did device fire malformed clip? Did device fire scissored clip? Was device difficult to fire? Did device not fire at all? Device was difficult to fire and would not fire at all during a few firings. Which firing of the device did this event occur on? First; was a cholangiogram used? No; was the clip fully advanced into the jaws prior to firing? Asku. Follow up received: additional information requested: what is meant by device not loading properly? Please provide more specific detail regarding issue. Did clip not load into jaws, did clip load sideways, did clip feed slowly, did multiple clips feed? Sometimes it wouldn¿t load a clip at all. When it would the clip was malformed. Device was difficult to fire and would not fire at all during a few firings the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 11 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not loading or firing properly. The case was completed with another device of the same product code. There were no patient consequences reported.